Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had persistent failed battery test alarms on the insulin pump. Customer's blood glucose was 200 mg/dl at the time of incident. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification and no unexpected low battery, failed battery test alarm or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.